Manufacturer narrative:
Additional information has been received for this event. There is more information on the device. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, and h10. This issue occurred during preparation for use with no patient involvement. It was confirmed that the date was around when the device was sent for service. There were no warnings, alerts, alarms or errors. No damage or abnormalities were observed. The device history record review confirmed that device has no abnormalities, special adoption, or variations in manufacturing. When the parts change history was reviewed, it was confirmed that the design change of patient board (dr board) was done on (B)(6) 2018, in connection with the issue of no endoscopic image with the 180 series scopes.. Since the device was a product prior to countermeasures due to a change in the op-amp circuit design of the dr board, it is likely that only the 180 scopes no longer produce images due to a failure of the op-amp. Approximately five years have passed since the delivery of the device, it is possible that the video connector receiver has worn out due to the repeated use for a long time.

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing the user¿s complaint was confirmed. The device had no image with the 180 series scopes. This is attributed to the defective patient board. The connector was also observed to be loose.

Event description:
As reported for this event, the device yielded no image with the 180 series scopes. Device works with the 190 series scopes. There is no reported harm to any patient.